Event description:
It was reported that the surgeon nicked the liver during band placement. Surgicel and evicel were used to control bleeding. This is the only information reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.